Manufacturer narrative:
An event of device deformity during deployment was reported. The investigation confirmed the device met functional specifications when analyzed at abbott under non-physiological conditions. Information from field indicated that there were no interactions with cardiac structures during deployment and no angulation/kink was observed with the delivery system. The correct size delivery system was used. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a

Event description:
This report is for the first 28mm amplatzer septal occluder. It was reported that on (B)(6) 2024, a 28mm amplatzer septal occluder was chosen for an atrial septal defect (asd) procedure using an unknown abbott delivery system. During procedure, the left disc of the device had a bulbous deformation. The deformed first 28mm device was never released from the delivery cable while inside the patient. A new 28mm amplatzer septal occluder was chosen had the same issue. The deformed second 28mm device was never released from the delivery cable while inside the patient. A new non-abbott device was chosen and completed the procedure. There was no report of any interaction with cardiac structures during deployment and no report of any angulation/kink noticed with the delivery system. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The pateit was reported stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.